Manufacturer narrative:
Analysis synthesis: review of manufacturing process showed that the subject lead was released following all applicable procedures. Review of the provided patient files confirmed the capture failure during the episode recorded on (B)(6) 2024. Following that date, ventricular capture threshold importantly increased above 3v. Both sensing values and lead impedance remained stable during following follow-ups. As received, some damages were identified on the lead body, which are most likely caused by the explantation procedure. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Given that the ventricular capture threshold increased following the patient carrying something heavy on (B)(6) 2024, it can be suspected that the lead may have dislodged or moved from its position. Lead dislodgement is a well-known potential complication associated with such implantable devices, as documented in the device instructions-for-use and described in the published literature. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue. Please refer to the attached report.

Event description:
Reportedly, a important ventricular threshold increase of the rv occurred on august 2024, which is implanted since (B)(6) 2023.

Event description:
Reportedly, an important ventricular threshold increase of the rv occurred on (B)(6) 2024, which is implanted since (B)(6) 2023.